Event description:
It was reported that there was loss of capture on the right ventricular lead in both unipolar and bipolar modes. No capture could be maintained at the highest outputs. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.